Event description:
Baxter reports a pt having a leakage from a supply line of their homechoice cassette. Sample has been evaluated. No pt injury or medical intervention was associated with this incident.

Manufacturer narrative:
Sample evaluation not yet completed. Will send follow up when evaluation has been completed and approved. This is not an isolated incident. Review of the complaint history reveals similar reports have been received for this product line for the reported issue.